Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced no audio output when blood sugar reading went below the low alert threshold. Dexcom has issued an rga for patient to return her device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no audio output.